Manufacturer narrative:
The following fields were updated due to additional information d.9. Device available for evaluation: yes . D.9. Returned to manufacturer on 19-dec-2025. H.3. Device eval by manufacturer yes . Investigation summary bd received samples for investigation, totaling 20 in number. All samples underwent functional tests for low or no draw, and all tubes were found to be within specification. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are underfilling. They are stopping ¼ and ½ of the way. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are underfilling. They are stopping ¼ and ½ of the way. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.